Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "all the front panel leds were lit" was confirmed; the cause was assigned to a printed circuit board failure. The reported problem of "no image" was confirmed; the cause was assigned to a printed circuit board failure. Additional evaluation findings are as follows: cable noted rusted; dent noted on power supply unit; receptacle found loose; and dent noted on the rear panel. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that all the front panel led's were lit and no image appeared on the monitor. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was estimated that the cause of the phenomena of ¿the front panel led was fully lit¿ and ¿there was no image¿ was due to a failure of the printed circuit (cp) board. No further information could be obtained, therefore, the cause that led to the failure of the cp board could not be identified. Olympus will continue to monitor field performance for this device.